Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), failed battery test, and pump error 42(drive count error boundaries exceeded after movement). The customer reported no adverse event. The event involved product(s) mmt-1780kl. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported receiving a battery failed alarm. The customer reported receiving a pump error. No harm requiring medical intervention was reported. Mmt-1780kl was requested and the customer response was the device will be returned.

Event description:
Device is not returning.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully download using thus for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No power alarms or alerts were found in history files on or near event date. Pump error 42 occurred on 05/07/2024 23:55 in history file. Failed battery test occurred on 05/07/2024 23:55-23:58 in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, pillowing keypad overlay. P-cap was attached and locked into place properly. Failed battery test is not confirmed. Cosmetic damage is confirmed at the unspecified area. Pump error 42 is confirmed due to being found in history file and due motor anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.